Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No error codes were found in the event history log. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be the expulsor, motor and valves. The expulsor, motor and valves were all replaced to resolve the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed volume test multiple times, low. The event occurred during testing, there was no patient involvement.